Event description:
It was reported the power light if flickering on and off. Verified the power outlet is working and has sent successful transmissions before. Will be sending out new power cord. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis: model: 2490c8, serial/lot#: (b)(4.: the remote monitor was returned and analysis revealed that the remote monitor had a printed circuit board assembly (pcba) component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
Missing unique identifier (UDI). If information is provided in the future, a supplemental report will be issued.